Event description:
Patient stated that on 2006 she went to do her daily check of her system and noticed that the outer tubing was separated from the inner tubing. The patient's blood glucose elevated in the 200s mg/dl. Her recommended range is 70-150 mg/dl. The pt switched out the tubing and gave herself two units of insulin by injection to bring her blood glucose down. The pt also reported that there were no leaks of insulin that she noticed. She did not report experiencing any physiological effects related to the elevated blood glucose. No medical assistance was necessary. Infusion set tubing is being returned for evaluation.